Event description:
It was reported that during revision of the right ventricular lead, a loss of output by the pulse generator was observed upon lead manipulation. No patient symptoms were reported. The physician felt that there might be a connection issue with the header port. The device was explanted and replaced at that time. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.